Manufacturer narrative:
Reported event: an event regarding infection involving a mdm liner was reported. The event was not confirmed. Method & results: - device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device was not returned. - clinician review: the available medical records were provided for a review to consulting clinician which stated that, " no clinical or pmh, no operative reports, no lab or pathology reports, no examination of explanted components. Based upon the information available for review, no confirmation of the event description or creation of a medical report is possible for this case." - device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. - complaint history review: there have been no other similar events for the lot. There have been 1 other event for the sterile lot. A review of both the sterilization data and microbiology data was performed for this sterile lot commonality. It was identified that the sterilization data was within specification and no microbiology excursions were noted for this lot and as such no further review is required. Conclusions: it was reported that the patient's hip was revised due to suspicion of infection. The available medical records were provided to the consulting clinician for a review which was deemed insufficient to confirm the event. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op x- rays, patient history, pathology report & follow-up notes are needed to investigate this event further. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that the patient's right hip was revised due to suspicion of infection. An mdm metal liner, adm/ mdm poly insert, and biolox femoral head were revised. Rep provided primary and revision usage sheets and x-rays and reported that no further information will be released.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: restoration adm x3 ins 28/48; 1236-2-848;73853301. Delta v-40 ceramic head 28/+4; 6570-0-228; 76154801. Size 4 accolade ii 127 deg;6721-0435;74918301. 6.5 cancellous bone screw 25mm;2030-6525-1;w32xa5. 6.5 cancellous bone screw 20mm;5l7l50. 6.5 cancellous bone screw 16mm;2030-6516-1;v98kl4. Acetabular dome hole plug;2060-0000-1;y23ahm. Trident psl ha cluster 50mm;542-11-50e;5w767n. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to suspicion of infection. An mdm metal liner, adm/ mdm poly insert, and biolox femoral head were revised. Rep provided primary and revision usage sheets and x-rays and reported that no further information will be released.